Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 7/28/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned h3 investigation summary: product complaint (B)(4) was logged in for voc performance - breakage suture on (B)(6) 2021. Below is the detailed analysis of retain sample against mentioned voc. Complaint sample: complaint sample not received for investigation. Manufacturing records review: as a part of investigation batch manufacturing record was reviewed for code nw3709 lot v9002. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch card review, it has been observed that there was no issue related to processing of this incident lot. Retained sample evaluation: five retain samples of incident code nw3709 and lot v9002 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for needle pull test and found to meet the specification. As the complaint is related to performance-breakage suture, knot pull tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to be 0.078 kgf and value at the time of finished good release was found to be 0.115 kgf which meets the usp average knot pull tensile strength requirement i.e. Nlt 0.043 kgf. All the individual as well as average knot pull tensile strength values of retain sample were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Batch manufacturing records of v9002 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value and needle pull-off value found to meet the specification requirement component code: (B)(4) device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: events reported in 2210968-2021-05546.

Event description:
It was reported that a patient underwent a microvascular vessel reconstruction surgery for the head and neck on (B)(6) 2021 and suture was used. During the procedure, the suture broke upon vessel anastomosis/ligation. The procedure was successfully completed. There were no adverse patient consequences. No additional information was provided.